Event description:
Procedure type: hernia. According to the reporter: the protack devices used during the case would not release tacks when fired. The instrument had been tested before being introduced to the patient internally. Upon not firing correctly, the devices were handed off of the sterile field. This is a single patient use item. All three of the used devices were from the same lot and were not expired. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated february 8, 2010.